Event description:
It was reported the patient underwent initial left elbow arthroplasty on (B)(6)1999. Subsequently, a left elbow revision was performed on (B)(6) 2011 due to a fracture of the ulna component. It was further reported that the fracture was due to patient non-compliance and the way the patient used her arms. It was also reported that the patient underwent initial right elbow arthroplasty on (B)(6) 2006. Subsequently, the patient was revised due to unknown reasons on (B)(6) 2010. The patient was revised again on an unknown date due to spontaneous fracture of the humerus. The humeral condyle set was replaced and humeral segments and a reverse shoulder were implanted.

Event description:
It was reported the patient underwent initial left elbow arthroplasty on (B)(6) 1999. Subsequently, a left elbow revision was performed on (B)(6) 2011 due to unknown reasons. The patient has been indicated for another revision due to a fracture of the ulna component caused by patient non-compliance; however, no revision has been reported to date. It was also reported that the patient underwent initial right elbow arthroplasty on (B)(6) 2006. Subsequently, the patient was revised due to unknown reasons on (B)(6) 2010. The patient was revised again on an unknown date due to spontaneous fracture of the humerus. The humeral condyle set was replaced and humeral segments and a reverse shoulder were implanted.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Investigation into this issue is ongoing and if additional information is received, a follow-up report will be submitted to the FDA. The following sections could not be completed with the limited information provided. Date of event - unknown. Catalog number, lot number and expiration date - unknown. Initial reporter telephone: (B)(6). PMA/510(k) number. Manufacture date ¿ unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight.¿ this report is number 1 of 3 mdrs filed for the same event (reference 1825034-2015- 01106 / 01108).